Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12366. It was reported the physician attempted to place two leads during a permanent procedure. However, the physician was unable to access the epidural space due to patient anatomy and the patient was moving around too much. The case was abandoned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.